Event description:
It was reported that the stent delivery system was entrapped on a filterwire. A carotid wallstent and filterwire ez were selected for use. The carotid wallstent was successfully implanted in the carotid artery. However, the delivery system could not be removed from the filterwire ez so they were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that the stent delivery system was entrapped on a filterwire. A carotid wallstent and filterwire ez were selected for use. The carotid wallstent was successfully implanted in the carotid artery. However, the delivery system could not be removed from the filterwire ez so they were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.